Event description:
During evaluation of a returned homechoice device, a high drain error 108 alarm was identified. The alarm occurred during night drain number eight. This information meets increased intra-peritoneal volume (iipv) criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low.